Event description:
Related manufacturer report number: 1627487-2024-07113 it was reported that the patient was experiencing ineffective therapeutic relief from their dbs leads due to an incorrect lead placement from their initial implant procedure. Surgical intervention was undertaken on (B)(6) 2024, wherein the patient's dbs leads were explanted and replaced to address the issue.

Manufacturer narrative:
A case of incorrect placement / lead replacement was reported to abbott. The patient had their two leads (6172ans) explanted on (B)(6) 2024 due to an incorrect lead placement in their first stage 1 and had new leads re-implanted. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted leads.